Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The advocate stated his wife received a blood glucose reading less than 20mg/dl on the contour next link, retested on a different meter and the reading was 152mg/dl. She did not have any symptoms. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.